Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones. This device was explanted. No adverse patient effects were reported. Additional information received indicates that the device exhibited premature battery depletion (pbd). This device was explanted and will be returned for further analysis. No additional adverse patient effects were reported.